Manufacturer narrative:
Report 2 of 2. (B)(4).

Event description:
Patient was involved in motor vehicle accident; plates and screws were implanted. A screw broke prior to planned additional surgery to address a bone void.